Event description:
It was reported that the unit was dropped when cleaned, and it needs repair. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however analysis did find that the battery drawer was broken. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken and the ring and two side bails were missing.